Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what color cartridge was used before this event? Black. What was the patients bmi? Do not have. Was the additional complaint reported? Na. Was buttressing material utilized? If so, which product? Yes, seamguard gore. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Event description:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the second firing with a green reload; it was observed that staples along the staple line did not form on the specimen side. The gun was reloaded and fired again alongside the malformed staple line. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: received user facility medwatch report (B)(4). Based on follow up with the account, the event date was updated.